Manufacturer narrative:
Qn# (B)(4). The customer only returned one kinked guide wire for analysis. The customer was contacted to determine if they were aware that the guide wire was kinked; however, they reiterated that the guide wire was functional during use. Therefore, it is being assumed that the guide wire became kinked while in transit from customer to the investigation site. The catheter involved with this complaint was not returned. Visual analysis could not be performed on the catheter as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of a leaking catheter cannot be confirmed as the catheter was not returned for analysis. The customer only returned a kinked catheter; however, they reiterated that the guide wire was functional during use. Therefore, it is being assumed that the guide wire became kinked while in transit. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined without the actual catheter returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.